Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not allowing them to enter and store patient names and data to be pulled and added into the patients' bed tile. They are getting an input unit disconnect message displayed on the cns monitor. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not allowing them to enter and store patient names and data to be pulled and added into the patients' bed tile. They are getting an input unit disconnect message displayed on the cns monitor. No patient harm was reported.